Event description:
The company was informed that the pt is experiencing pain around the implant site, dizziness, and nausea, as well as sound quality issues. Programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.